Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument manufacturing date: october 23, 2017, expiration date: october 01, 2027, part: 04.037.229s, 12mm/125 deg ti cann tfna 380mm/left- sterile, lot: h479037 (sterile). One piece was scrapped in cell at mill ID, due to a tool breakage. One piece was scrapped in cell at gundrill, due to a cannulation runout failure. The remainder of the lot was 100% inspected for these features and determined to be acceptable, however, an uneven wall thickness could potentially contribute to the reported complaint condition. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.2, lock prong, 125 degree, tfna, bp55 lot: l519248 work order traveler met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, bp55 lot: h316272 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3, tfna lock drive, bp58 lot: h462206 work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80 lot: h275224 certificate of test received from ati specialty metals was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø12 le 125° l380 timo15 was received broken into two pieces with a transverse fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. The following implant was returned as a concomitant device without an alleged complaint condition. Product code: 04.038.190s lot #: h417952 qty: 1 upon visual inspection, there is no evidence that the implant contributed to the complaint condition, and therefore no additional investigation will be performed on the implant. Dimensional inspection: drawing: 12mm ti cannulated trochanteric femoral nail-advanced, left feature: outer diameter result: conforming document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Ti cannulated trochanteric fixation nail-advanced, 125 deg 12mm ti cannulated trochanteric femoral nail-advanced, left during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the tfna fem nail ø12 le 125° l380 timo15 as the implant was received broken into two pieces with a transverse fracture at the proximal locking hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient was initially implanted in (B)(6) 2018. The patient presented with a broken tfna nail and a non-union. On (B)(6) 2019, the nail was removed uneventfully, and the patient was revised with a hip replacement and large fragment plate. Concomitant device reported: tfna screw (part # 04.038.190, lot # h417952, quantity# 1); locking screw (part # unknown, lot # unknown, quantity# unknown). This report is for a tfna nail. This is report 1 of 1 for (B)(4).